Event description:
It was reported that there was a revision surgery due to (2) screw heads failing post operatively.

Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. The post operative imaging provided from the original surgery shows both the left and right s2 screws heads had dissociated from their screw shanks. The imaging provided of the explanted s2 amp screw heads showed that they were subjected to excess force consistent with head pull-off. One implant was missing its internals and the second implant had internals that were significantly exposed with evidence of lateral deformation. Pseudoarthrosis at l5-s1 was noted during the revision surgery. It is possible the screw head dissociation is a result of excess bending forces on the subject s2 implants resulting from inadequate fixation, both from pseudoarthrosis and the lack of s1 fixation at the time of original implantation. However, an exact cause to the reported issue could not be determined.